Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In situ measurements from before the reported impact showed a couple of channels with hi status, due to a damage to the active electrode array which likely occurred during initial implantation. In addition, two channels were found extra-cochlear at explantation surgery due to a post-operative migration of the electrode out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parent reported that child was playing on the balcony in the evening, soon after a huge storm with lightning and thunder. When the child came inside, he was reporting not hearing from left side device. The recipient has been re-implanted.

Manufacturer narrative:
Additional informaton: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. Further in situ measurements before the reported impact showed several channels with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Parent reported that child was playing on the balcony in the evening, soon after a huge storm with lightning and thunder. When the child came inside, he was reporting not hearing from left side device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent reported event, child was playing on the balcony last week by evening, when soon after a huge lightning and thunder. When the child came inside, he was reporting not hearing from left side device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. Further in situ measurements before the reported impact showed several channels with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Parent reported that child was playing on the balcony in the evening, soon after a huge storm with lightning and thunder. When the child came inside, he was reporting not hearing from left side device. Re-implantation is considered.